Event description:
It was reported to philips that the device has a battery error. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the battery malfunctioning. The philips representative has identified the battery malfunctioning. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.

Event description:
It was reported to philips that the device has a battery error. There was no patient involvement.